Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing (pstwos). Programming changes were discussed; no changes or interventions were performed. There were no patient consequences.